Event description:
It was reported to us that during the procedure while using a balloon catheter through the guide catheter it became deflated. The physician was attempting to inflate a 2.5mm diameter x 15mm length sprinter rx balloon dilatation catheter (ref MFR 2953200-2010-01393) in the mid right coronary artery (rca). The lesion was a chronic total occlusion (cto). The sprinter rx balloon was inflated to 10 atm inside a guide catheter where it burst after 10 seconds. A new sprinter 2.5mm diameter x 15mm sprinter rx balloon dilatation catheter (ref MFR 2953200-2010-01394) was then used and inflated to 10 atm inside the guide catheter. This balloon also burst. The physician then used a 2.5mm diameter x 15 mm nc sprinter rx balloon dilatation catheter (ref MFR 2953200-2010-01398) inside the guide catheter, the physician was able to inflate to 12 atm for 79 seconds and the physician achieved his objective. Post removal of the nc sprinter rx device the physician noticed that this balloon had also burst. It was reported that the device was inspected prior to use and negative prep was performed with no issues noted. The pt is reported to be stable post procedure and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). The actual device used during the case was returned and evaluated. Visual inspection of the sideholes showed wires protruding into the sidehole opening and protruding into the guide lumen. The complaint is confirmed for braid in sidehole. Root cause mfg.